Event description:
No shock delivery when pt in vf (arrested). When hitting the shock button, no shock given. After several attempts, switched electrodes/leads and were able to deliver shock. When inspecting the product, it looked there was a defect. We have experienced the same thing at least twice in the ER.